Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address 1:

Event description:
It was reported that the procedure was cancelled. A rotablator console kit was selected for use. During the procedure, it was found that the supply hose was leaking at the connection to the device. The procedure was not completed because of this event. There were no complications reported and the patient was stable post procedure.